Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was manifold harness failure. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they were getting calibration error 91(heater test- element 1 failure) on arctic sun device. Per follow up information received via phone on 17jul2024, it was reported that the biomed noted a heater element had failed. They ordered and replaced the manifold harness onsite. No further issues with the device and it has been returned to service. No patient involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they were getting calibration error 91(heater test- element 1 failure) on arctic sun device.